Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the right ventricle lead exhibited noise that was oversensed by the device .the lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.